Manufacturer narrative:
(B) (4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose levels of 41 mg/dl. The customer's mother reported that she changed her sensor earlier but was still having issues with sensor calibration. Troubleshooting was performed to resolve the issue with a sensor and the customer was advised to return a sensor. The insulin pump was not returned for analysis.